Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 1. Did the event occur during one or multiple patient procedures? Unk. What is the total number of procedures? Unk. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Apparently, the thread that broke easily was not ethibond. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please provide the source or name of person providing answers to follow-up questions: dr. (B)(6). When the sales-rep confirmed the report that "a doctor who was on a business trip said that ethibond tends to break easily", ethibond is not used at the facility, and that no one had commented that ethibond breaks easily on a regular basis.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy; lsc procedure in 2025 and suture was used. During the procedure, the suture was broken when sewing the mesh. A visiting doctor said that ethibond tends to break easily. The sales rep plans to follow up later. The customer would like to know about the problem with the same lot, reports of problems with ethibond, and possible causes. It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.